Manufacturer narrative:
(B)(4). Following updated information received: it was reported that before an ladg, the scraper was partially detached. It was found when the device was opening under the clean site and the inner sheath was going to be inserted. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n9343d. The analysis results found that the 2h12lp device was returned with no damage in the external components. In an attempt to replicate the reported incident, the sleeve was visually inspected and the adsorbent was found to be damaged and exposed through the sleeve, not allowing the obturator to pass through the sleeve. No conclusion could be reached as to what may have caused the found condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that before an ladg, the scraper was partially detached. Another device was used to complete the case. There were no adverse consequences to the patient.